Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence while heavy lifting or coughing that resulted from atrophy that began about 1 month prior to revision with an artificial urinary sphincter (aus). The 4.0cm aus cuff was explanted and a new 3.5cm aus cuff was implanted. The patient was stable and is fully continent following the procedure.

Manufacturer narrative:
The returned device was analyzed and the reported allegations of atrophy and urinary incontinence was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence while heavy lifting or coughing that resulted from atrophy that began about 1 month prior to revision with an artificial urinary sphincter (aus). The 4.0cm aus cuff was explanted and a new 3.5cm aus cuff was implanted. The patient was stable and is fully continent following the procedure.